Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:17:47. During night drain cycle one, the patient's ultrafiltration reading was 434ml, indicating the home patient (hp) drained 434ml more than their maximum programmed fill volume of 700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. The patient's last fill volume (lfv) from the previous therapy was not available for review; therefore, it could not be determined if the initial drain volume alarm was programmed properly. If additional relevant information is received, a follow-up will be sent.